Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was noted that there was leakage from the spike port cap at the base of the spike port. The reported condition was verified. The cause of the reported condition was undetermined; however, a probable cause may have been insufficient sealing of the spike port cap to the spike port during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.